Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. An image was provided showing two broken transition rod with cord, straight, 150mm implants which were removed. The rod portion of each transition implant was attached to a revere in-line connector. The end spool portion of the implant fractured between the cord grip and the rod. Upon revision, it was reported that the cord remained intact within the semi-rigid portion of the implant. No occurrence of patient trauma was reported. The product was not returned for evaluation and the exact cause of the reported issue cannot be determined. The following sections have been updated: b4, e1, e3, h2, h6, h10.

Event description:
It was reported that two transition rods with cords had broken and were removed. This was a t4 to pelvis case, where t4-5, ts-6, and t6-7 were transition. An inline connector was placed at tb and connected the transition to a 6.0 cobalt chrome rod.